Event description:
Med record reviewed 3-26-98. Pt arrived post anesthesia care unit status post left hemicolectomy; admitting temperature 93.6, axillary. Bair hugger applied at 1225 and at 1255 pt complained of legs being hot. "Bilateral calves red, thighs splotched red." Bair hugger removed. By 1315 legs and thighs less red; by 1400, no further redness noted. Pt without complaint. No treatment given.